Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported a hospitalization due to high blood glucose. Customer stated the blood glucose reading would not come down. Customer was released later on in the day. Customer also stated that she was hospitalized in (B)(6) 2012 due to diabetic ketoacidosis. Blood glucose reading at time of event was 1180 mg/dl. Customer was hospitalized for two days. Nothing further reported.